Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on helix/lobe mechanism, and the lead was damaged at explant. (B)(4), the full lead was returned, analyzed, and the distal conductor was distorted. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on helix/lobe mechanism and the lead was damaged at implant. The analyst visual noted that the lead was received with helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.

Event description:
It was reported that during the implant attempt there was a malfunction of the lead screw mechanism. The lead was not implanted. An attempt was made with another lead, however there was poor sensing and thresholds. The lead was not implanted. Another lead was successfully implanted. No patient complications were reported as a result of this event.